Event description:
It was reported to philips the device ECG leads disconnected and connected for several minutes. The device was in use on a patient and there was no adverse event to patient or user.